Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge burst and was leaking. Customer acknowledged that this was a result of overfilling the cartridge. There was no adverse impact to customer's blood glucose level.